Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had a loss of stimulation, and shocking. The patient reported a shocking sensation even when therapy is confirmed to be off when moving. The patient said that now they are not even feeling stimulation, and they are able to increase stimulation. The patient was redirected to their healthcare provider (hcp), but their old hcp has moved and they don¿t have an hcp. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.